Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: yanagisawaa y., et al (2019),initial clinical trial of pins coated with fibroblast growth factor-2¿apatite composite layer in external fixation of distal radius fractures,journal of orthopaedics, volume 16, pages 69¿73 (japan). Between february 2013 and january 2015 and january 2015 and august 2017, a total of 15 patients (aged =20 to =85 years) who were medically suitable to using external fixation were included in the study. These patients were divided into two groups: the fgf-2¿apatite-coated pin group comprised of 5 patients all female (average age, 70.4 ± 5.9 years), and uncoated pin group comprised of 10 patients 8 female and 2 male (average age, 64.4 ± 11.7 years). Fixation was done using the external distal radius fixator (bridging type and unilateral type fixator; depuy synthes) and self-drilling schanz screws (seldrill¿; depuy synthes, zuchwil, switzerland) .all patients were medically assessed each week for 6 weeks, and the patients in the coated group were also assessed 2 years after pin insertion. The following complications were reported as follows: a case of a (B)(6) year old female treated with fgf-2¿apatite-coated pin (pin 4) showed a positive culture in the bacteriological examination. A case of a (B)(6) year old female treated with uncoated pin (pins 3 and 4 ) showed a positive culture in the bacteriological examination. The patient developed severe infection at 4 weeks after surgery developed a grade 4 infection at 6 weeks despite administration of oral antibiotics for 2 weeks. A case of a (B)(6) year old female showed a positive culture in the bacteriological examination. A cas of a (B)(6) year old male showed a positive culture in the bacteriological examination. A case of a (B)(6) year old female showed a positive culture in the bacteriological examination. A case of a (B)(6) year old female developed grade 2 at 5 weeks after surgery and was treated with oral antibiotics. A case of a (B)(6) year old female developed grade 2 at 5 weeks after surgery and was treated with oral antibiotics. Bacterial growth was present in 5% and 25% of the pin sites in the coated and uncoated groups. This is report 1 of 7 for (B)(4). This report is for an unknown synthes self-drilling schanz screws.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unknown synthes self-drilling schanz screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.